Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an open repair of a small right primary direct inguinal hernia under local anesthesia on (B)(6) 2009. The patient indicated on a 24 month patient questionnaire completed on (B)(6) 2011, disabling symptoms on the carolina comfort scale. The patient reports pain level 5 with exercise and level 2 with all others. The patient is taking narcotic pain medication.